Event description:
The evd system was found hanging from the drip stand by the cord. It was unattached from the pole. As a result of this, the patient drained 75-90ml of fresh blood into the drain. The staff stated that the patient had been turned and the drain was definitely clamped onto the pole. The patient was observed more closely and CT of the head was carried out. The patient has remained stable throughout. Preliminary investigation by the user facility shows the pole straps are easy to dislodge if not tucked completely inside the slot. Also, the narrow extending section of the IV drip stand pole used was 1.8cm diameter. The accudrain instructions for use (IFU) state that the pole attachment feature is compatible with IV poles of 1.9 to 2.86 cm diameter. The user facility's freestanding drip stands have extending top sections of 1.6 cm diameter. Additional information was requested and the following was received on (B)(6) 2015 and (B)(6) 2015: when the patient was sat up, the pole had to be extended. This meant a narrower part of the pole was used which was thinner than that described in the IFU. The (B)(6) male patient was post cranioplasty. The patient had "fits"; after MRI scan, they diagnosed a collection. Hence the reason for the evd/accudrain use. It was reported that the evd was placed in the theatre on (B)(6) 2015 and the patient had it until the day of the incident. After this, it was not used or replaced.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.